Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a lot of pain at the bottom of the ins. The consumer also reported that a couple of weeks ago, the patient had a dark red spot by the device that came out of nowhere. The patient later reported that he had a rash and confirmed that it was the dark red spot previously reported. The patient reported that he had spoken to his healthcare provider (hcp) and they said it¿s not related to the ins, but he thought it was. Additional information was received from the patient on (B)(6) 2018. The patient reported that he and his daughter believed that the pain and mark was coming from the battery behind the mark. The patient reported that he went to the emergency room and they gave him antibiotic pills. The patient reported that the he also put antibiotic cream and patch up twice a day. The patient reported that right now the pain was gone but still had a small scar and still had some pink area. No further complications were reported.